Event description:
Customer's medwatch states "the secondary bag of IV fluids containing an antibiotic was hung. The tubing was primed using the primary IV fluids bag. The secondary bag was opened and began flowing, there were air bubbles in the primary tubing (when the pump was started)." Although requested, no further info was provided, no pt info available.

Manufacturer narrative:
This report was filed by the MFR. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for eval.